Event description:
Ref. Imp# (B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio cementless shell 50 - ref. (B)(4), lot 123588 (71 cups produced): all parameters have been found to be in accordance with specifications valid at the time of manufacturing. The washing cycle and the sterilization cycle have been performed according to specifications valid at the time of production. Fifty three shells belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, there are no evidences that the event is device related but it is likely due to a surgical mistake during the primary surgery.